Event description:
Customer reported, the system will not recall images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sbc battery and reset the cmos settings. System operates as intended.